Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. Pt rep said last time patient had an EKG the device was on and the results were really fuzzy. They were getting a lot of interference. The patient rep had to go home and get the remote to turn the therapy off. The issue was probably a year ago. See (B)(4) for report of therapy issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did not have the handheld controller with them at the ER. The EKG had interference since it could not be turned off. The hcp had enough from the EKG that did not warrant their partner to return home to get the device. No additional EKG was needed during the hospital stay. The patient also said that the problem with devices resolved, and the EKG was scheduled for (B)(6) 2025 and will use then.